Event description:
It was reported that a pump door would not latch close. It was also reported that there was no pt injury. The device was being used in the emergency care area.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce a door not fully latched alarm. Further eval determined that the alarm was caused by a loose upper link screw, which has been replaced.